Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection and was hospitalized due to a fever. The implantable pulse generator (ipg) was removed, not replaced and the wound site was cleaned. Both the right atrial (ra) lead and right ventricular (rv) lead were capped, the stump treated and not replaced. Treatment with antibiotics was required and pus drainage due to a pinhole in the pocket. No further patient complications have been reported as a result of this event.